Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were experiencing recurring no delivery alarms. They had attempted to change the entire set in the past but the issue became too much of a hassle. The customer had discontinued use of the insulin pump due to the issues. The customer¿s blood glucose level was unknown. The device will be replaced due to the case severity. The device will not be returned for analysis.